Manufacturer narrative:
(B)(4). (B)(6). Complaint conclusion: it was reported from the (B)(4) study that on (B)(6) 2013, two 6.0mmx150mm smart stents were placed in the target lesion without any issue. On 8/2/2014, the patient had a right lower limb amputation. On (B)(6) 2014, it was confirmed that the patient was expired at another hospital. The target lesion was the middle portion of the right sfa (superficial femoral artery). The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 86.9% the products were not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the cause of the reported events. Based on the information available, it appears that the difficulty experienced may have been caused by patient, procedural, and lesion factors and is not related to a product quality issue. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.

Event description:
It was reported from the (B)(4) study that on (B)(6) 2013, two 6.0mmx150mm smart stents were placed in the target lesion without any issue. On 8/2/2014, the patient had a right lower limb amputation. On (B)(6) 2014, it was confirmed that the patient was expired at another hospital. The target lesion was the middle portion of the right sfa (superficial femoral artery). The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 86.9%. The products will not be returned for analysis.